Manufacturer narrative:
(B)(4). Pt information was requested and the customer refused, reporting the information is confidential.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 10/27/2015. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was in use on patient, but there was no patient harm reported.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on pt, but there was no pt harm reported.